Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-33, lot# va0v2xd, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had chronic pain in her leg that could not be programmed out. The doctor did not share any other information regarding any environmental/external/patient factors that might have led or contributed to the issue. Multiple programming sessions were performed. When the doctor looked at the fluoroscopy images in the operating room it was thought that the lead looked like it had migrated inward. The device was explanted on the day of the report and replaced. The issue was resolved at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.